Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a non-tandem usb cable resulting in the pump shutting off. Reportedly the customer experienced an elevated blood glucose (bg) level of 531 mg/dl. Customer administered a manual injection to address bg. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.